Manufacturer narrative:
Device evaluation: g3, g6, h2, h3, h6, h10. The vyaire field service team was able to duplicate the reported problem. The issue was resolved by reseating the connector for the inspiratory time potentiometer and display. Ran unit for 1 hour and no further issues were noticed.

Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
It was reported to vyaire that the 3100 a device inspiratory time values change intermittently. At this time it is unknown if there was any patient involvement associated with the reported issue.